Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow with loss of sensing on the atrial lead and loss of capture. Reprogramming did not resolve the issue. All lead impedances were stable. The lead was explanted and replaced successfully.